Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that the patient experienced pressure wounds from the tracheostomy mask since the product material has changed to a more solid material. It is unknown whether the event has been resolved, however, it was reported that the patient was changed to a competitor's brand. No further adverse health outcomes have been reported. See MFR: 3012307300-2016-00595.